Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient was experiencing an infection involving their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Inflammation was observed and the patient complained of pain along with redness in the pocket area. Surgical intervention was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.